Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2012 due an incident of diabetic ketoacidosis. Per the report the pt began experiencing elevated blood glucose and was brought to the hosp where he was diagnosed in diabetic ketoacidosis. He was admitted and treated with insulin and IV fluids. The device should be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.